Event description:
This patient had undergone insertion of a bi-ventricular ICD and right ventricular lead 3 days ago. An attempt had been made at that time for a left ventricular lead insertion, but the attempt failed, so a surgical consult was made. The op note reads: "the left ventrucular (lv) lead attempts were aborted and a lv lead assembly was removed. A biv ICD generator was then placed in the pocket after the subcutaneous pocket was revised medially and inferiorly to the plane of the original incision, the rv lead was then connected to the biv device." The plan was for the patient to return to the or 5 days after the original procedure for surgical placement of the left ventricular lead and nodal ablation. Today the patient was admitted through the emergency room due to multiple biv discharges which were inappropriate in nature due to underlying atrial fibrillation with rapid ventricular response. The biv had fired 10 times prior to arrival at the emergency room and continued firing in the ER. The patient went into ventricular fibrillation while in the ER resulting in external shocking and was coded for approximately 7 minutes. Her biv ICD was then interrogated and tachytherapy was subsequently disabled. The md noted after the code: "currently, she is resting comfortably. She is awake and alert..." She was admitted to await her surgery and then 2 days after readmission underwent a bi-ventricular upgrade with a robotically assisted left ventricular epicardial lead placed and later also underwent a-v nodal ablation. She was discharged home in stable condition 7 days after the procedure.